Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was downloaded for review that showed events spanning approximately 2 hours (09dec2024 10:36:19 ¿ 12:38:38, 01jan2000, 07jan2025 per timestamp). Events occurring on 07jan2025 and 01jan2000 were recorded during testing at abbott. The driveline was disconnected on (B)(6) 2024 at 12:38:38 for a system controller exchange. There were no notable alarms active in the log file. The returned system controller was connected to a test system monitor, power module and mock loop; however, the system controller was unable to communicate with the system monitor. The resistance of the underlying wires within the power cables was tested, and it was found that the orange wire within the white power cable was electrically compromised. The controller power cables were replaced with test power cables and the issue resolved; the controller was communicating with the power module/system monitor appropriately. The controller was then functionally tested and passed without any issues. The outer jacket of the power cables was removed, and inspection of the underlying wires revealed that the orange wire of the white power cable was broken. The orange wire of white power cable is associated with the communication line. The observed damage to this wire would result in the communication issue. The root cause for the reported events was determined to be due to wire fatigue within the white power cable; however, the root cause for the wire fatigue was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (doc. (B)(4), rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage alarms, and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
B5: additional information d4: serial number, lot number, expiration date and primary UDI number, updated d9: return to manufacturer date, updated h4: device manufacture date, updated no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient underwent a controller exchange on (B)(6) 2024, and the new primary controller was (B)(6).

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient's primary system controller was connected to the patient cable for interrogation of the ventricular assist device (vad), however the system did not acknowledge a connection. Multiple system monitors and patient cables were tested with no ability to access data. All connection points were checked and there was no damage visualized on controller power cables. The backup controller was connected to the system which allowed for interrogation to rule out issues with monitor or patient cable. The patient was stable with no symptoms and normal system operation. The patient¿s international normalized ratio (inr) was sub therapeutic in the clinic. The patient returned for a controller exchange on (B)(6) 2024.